Event description:
Caller states, pt received results of 443 mg/dl and 96 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.